Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Because of an osteo sarcoma 1987 a hmrs implant (left knee) was implanted. Revision for change of the distal stem (B)(6) 2010.